Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose reading was 0 mg/dl when the paramedics arrived, and 52 mg/dl once he was hospitalized. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The caller was unable to conduct the displacement test at the time of the call. Advised the caller to call back for troubleshooting at their convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.